Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8169612. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle thumb press was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 328411 batch no: 8169612. It was reported by the consumer that the thumb press was found to be damaged. Consumer reported thumb press on plunger rod is damaged/broken. Occurrence date (B)(6) 2019 one syringe.

Manufacturer narrative:
Investigation summary: customer returned one (1) 30g x 12.7mm, 1ml bd insulin syringe from lot 8169612. Consumer reported thumb press on plunger rod is damaged/broken. The returned sample was examined, and it was observed that the plunger rod thumb press was crushed. The cause of this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8169612. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 23sep2019, holdrege received photos of 1.0ml, 30g, 1/2in syringe from lot #8169612. Visual inspection of the photo found compression damage on the thumb press of the plunger rod that forced the flat disc to be folded in half onto the shaft of the plunger rod. There was no damage to the barrel and the cap was missing. Review of quality notifications and maintenance dispatches found no issues related to this complaint. The syringe was packaged into a polybag. The polybag is pulled through the packaging machine by the movement of the jaw arms. The functions in the cross sealing system are upper and lower cross sealing, perforation of the polybag, and the cutting of the polybag. The cross seal on the polybag is formed by use of an air cylinder driven jaw set. The sealing jaw forms the polybag bottom, as well as the top of the previous bag. Syringes are fed into the polybag via gravity. Between the sealing jaws resides a cutoff knife that severs the polybag from the roll. Unable to determine the root cause of the syringe being caught in the sealing jaw. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle thumb press was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 328411 batch no: 8169612. It was reported by the consumer that the thumb press was found to be damaged. Consumer reported thumb press on plunger rod is damaged/broken. Occurrence date (B)(6) 2019, one syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle thumb press was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 328411, batch no: 8169612. It was reported by the consumer that the thumb press was found to be damaged. Consumer reported thumb press on plunger rod is damaged/broken. Occurrence date (B)(6) 2019, one syringe.